Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results from two samples from the same patient tested on the cobas e 801 analytical unit. Results of the initial patient sample: the initial result is 40.9 ng/l. The first repeat result is 264 ng/l. The second repeat result is 401 ng/l. The third repeat result is 512 ng/l. The fourth repeat result is 566 ng/l. The reporter suspected an interferent in the patient sample and performed a polyethylene glycol (peg) test. The result was 14.9 ng/l. Results of the new patient sample: the result from a cobas e 601 analyzer is 16.8 ng/l. The result from the analyzer is 510 ng/l. The questionable results were not reported outside the laboratory, as they did not align with the patient's clinical diagnosis.

Manufacturer narrative:
Medwatch field b3 date of event was updated. The patient sample is not available for investigation. The investigation determined the event was consistent with the patient's medical condition. The specific cause of the event could not be determined. The investigation did not identify a product problem.